Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted in the patient's right eye became dislocated approximately 19 months post-implant. Allegedly, the lens dislocated from anterior prolapse of the inferior haptics. The lens was explanted and replaced 21 months post-implant with another lens model. In the surgeon's opinion, the likely cause of the event was capsular contracture and iol prolapse. The patient's current prognosis is described as good best corrected vision and no complications.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. The optic has been cut or torn in half. Two haptics are attached to each piece of the optic. One haptic on each piece of the optic is bent. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.